Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a culture was taken, but the results were unavailable. The infection was located in the chest at the ins site and along the extension wires at the neck area. It was noted that patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va0536s. Product type: lead: product ID 3389s-40, lot# va0536s. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient. The initial MDR was filed as MFR report # 3007566237-2013-01330. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
It was reported that the hcp was removing the patient's ins and two extensions due to the patient having an infection. The hcp planned to use two percutaneous extension covers to keep the existing leads implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).